Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock treatment for the patient's ventricular tachycardia (vt), but the vt didn't stop and spontaneously stopped after ten seconds. Also, the vt exhibited a decreased amplitude with intermittent oversensing. It was noted smartpass was on and the shock impedance was 80 ohms. The physician noted the device was positioned more anteriorly when originally implanted and considered repositioning the device more posteriorly. This s-ICD was explanted and replaced. The new device was placed in a further posterior pocket, and a defibrillation threshold (dft) test was successfully completed. This s-ICD was disposed at the hospital and would not be returned for analysis. The patient was discharged with no additional adverse patient effects reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.